Manufacturer narrative:
This is a duplicate of submission 0003015876-2020-00505. Please reference 0003015876-2020-00505 for all investigation outcomes.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down multiple times. There was no patient use reported with the event.

Manufacturer narrative:
The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down multiple times. There was no patient use reported with the event.